Event description:
It was reported that a patient had been referred for replacement due to the battery being near-end-of-service and that their physician requested the patient's device be left off afterwards as the patient is sensitive to stimulation and the physician believes the device had recently been delivering less stimulation due to the low battery. Information was then received that the physician reported she has had "too much trouble with the model 104" which is the generator the patient was implanted with. The patient's device has been explanted and replaced due to "prophylactic upgrade to 106 from 104" which required lead replacement as well. The device has been discarded reportedly and therefore not received into analysis to date. No additional relevant information has been received to date.